Event description:
As reported by the user facility: event #4: reports the IV set came apart mid-line during a case. The bed was turned 90 degrees and draped in such a way that blood was able to be seen spreading on the bed sheet. This was caught quickly and the estimated blood loss was about 15 mls. Customer indicated this is about the 6th or 7th time this has happened, including a sentinel event in which a pt lost a large amount of fluid (the pt did not expire). The customer stated that the IV set connections are checked on every pt prior to leaving pre-op at the same time the IV patency/flow is checked. Customer expressed concern that the IV set connections are coming apart even though the facility is tightening and checking the connections. Customer stated it does not appear that it takes much movement to loosen the connections on this IV tubing. The customer has discontinued using the 490233 IV tubing set because of the disconnection issues.

Manufacturer narrative:
(B)(4). Tow unused IV sets were received for eval. Packaging returned with the sets indicated the reported lot number, 0061326182. The luer lock connections on the sets were tightened and the sets were then subjected to an air pressure (leakage) test according to spec with acceptable results. There were no leakages observed and the luer connections did not disconnect during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. It is indicated on the instructions for use (IFU) for the reported product catalog number, "tighten luer lock connection(s) on removable component(s) before use." While the reporting facility indicates they did tighten the connections, the measure of tightness cannot be confirmed. Multiple f/u attempts to the facility to obtain add'l info were unsuccessful. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported events. The returned samples met spec, and the reported failure could not be reproduced. If add'l pertinent info becomes available, a f/u report will be filed.